Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to replace the cable to the c-arm and in the interim to run the case(s) without using the collimator iris. No conclusion can be drawn as repair info is unavailable and no additional service info was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's collimator iris was out of range. No pt injury was reported.